Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by psychologist/consumer via a company representative (call center ) and forwarded by our local affiliate (B)(4). This case involves a female, pt, who started poly-l-lactic acid (sculptra) 3 years ago for an unk indication without intercurrence. On an unk date, pt received an injection of poly-l-latic acid and then, developed nodules (nos). The pt informed that her physician performed the same procedure of previous injections. No further information is available. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Outcome: unk. Addendum for follow-up information received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.